Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Additional information was requested and the following was received: what healthcare professional fired the device and what is his/her experience with the device? The doctor fired the device. Our understanding is this is not the first time she has used the device. Was the post-operative care altered due to the difficulties reported? We are unaware at this time. Surgeon is not willing to disclose that information an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the surgeon was trying to use the powered stapler in a routine lap appy - the stapler is so heavy and difficult to articulate the cecum was injured by blunt injury and the surgeon had to resect a portion of the cecum in addition to the appendix. The surgeon had to switch to the stapler to complete the procedure.